Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
Boston scientific received information that this pacemaker reached explant status two years after it was first implanted. A field representative performed a memory dump and sent the device data for review. Engineering analysis determined the pacemaker power consumption had been increasing for more than a year and boston scientific technical services (ts) suggested replacing the device. The pacemaker was extracted to resolve the issue. No additional adverse patient effects were reported.